Event description:
A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, "rep claims a "check sum test passed" occurred during ablation also flow stopped and pushing start button did not resolved issue". It could not be confirmed whether power was lost during the procedure or not and there were no alarms or error codes. Follow up info received on june 17, 2009, revealed that the unit stalled but power remained on, the temperature was approx 90 degrees, the tubing was checked prior to procedure, but continued to pinch down during procedure, and there was excessive tissue that caused clogging. The procedure was completed with this device, and there were no pt complications reported as a result of this event.

Manufacturer narrative:
Although the serial number was provided, the expiration date is not known. The suspect device has not been returned; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed.